Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not deliver insulin (possible occlusion). There was no reported impact to the customer blood glucose. Multiple attempts were made to obtain additional specific information; however, no additional information was provided.